Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pain / pelvic area pain"), genital haemorrhage ("abnormal bleeding (general)"), hot flush ("hot flashes"), mood altered ("moodiness"), loss of libido ("lack of sex drive"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, hot flush, mood altered, loss of libido, dysmenorrhoea, migraine, nausea, vaginal discharge, fatigue, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, loss of libido, migraine, mood altered, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received: events: pelvic pain/pain, abnormal bleeding (general), hot flashes, moodiness, lack of sex drive, bladder or urinary problems or changes, dysmenorrhea (cramping), migraines / headaches, nausea, vaginal discharge, fatigue, plaintiff did not undergo essure confirmation test were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pain / pelvic area pain"), genital haemorrhage ("abnormal bleeding (general)"), hot flush ("hot flashes"), mood altered ("moodiness"), loss of libido ("lack of sex drive"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, hot flush, mood altered, loss of libido, dysmenorrhoea, migraine, nausea, vaginal discharge, fatigue, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, loss of libido, migraine, mood altered, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 (discrepancy) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". In 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("chronic pain / pelvic area pain"), hot flush ("hot flashes"), mood altered ("moodiness"), loss of libido ("lack of sex drive"), migraine ("migraines / headaches"), nausea ("nausea"), fatigue ("fatigue") and night sweats ("night sweats"). In 2014, the patient experienced bladder disorder ("bladder problems or changes"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and urinary tract disorder ("urinary problems or changes"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, hot flush, mood altered, loss of libido, dysmenorrhoea, migraine, nausea, vaginal discharge, fatigue, bladder disorder, urinary tract disorder and night sweats outcome was unknown. The reporter provided no causality assessment for night sweats with essure. The reporter considered bladder disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, loss of libido, migraine, mood altered, nausea, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012(discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received: new event night sweats was added. Events onset date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2013, the patient experienced pelvic pain ("chronic pain / pelvic area pain"), migraine ("migraines / headaches") and fatigue ("fatigue"). In 2013, the patient experienced hot flush ("hot flashes"), mood altered ("moodiness"), loss of libido ("lack of sex drive"), nausea ("nausea") and night sweats ("night sweats"). In (B)(6) 2014, the patient experienced pollakiuria ("bladder or urinary problems or changes-increased frequency for urination"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, genital haemorrhage, vaginal discharge, hot flush, mood altered, loss of libido, migraine, nausea, fatigue, pollakiuria and night sweats outcome was unknown. The reporter provided no causality assessment for night sweats with essure. The reporter considered device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, loss of libido, migraine, mood altered, nausea, pelvic pain, pollakiuria and vaginal discharge to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012(discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2020: pfs received. Event urinary problem or changes updated to event bladder or urinary problems or changes-increased frequency for urination. Event onset date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pain ("chronic pain"). At the time of the report, the device dislocation and pain outcome was unknown. The reporter considered device dislocation and pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012(discrepancy) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. This case become incident. Event injury was updated to chronic pain. New event migration was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.